Event description:
Event verbatim [preferred term] burn blisters [burns second degree], heat development became unbearably hot [device issue], heat development lasted only a few minutes [product quality issue]. Case narrative: this is a spontaneous report from a contactable consumer via pfizer consumer healthcare. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot # j34848, expiration date: sep2017) on an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for years for an unspecified indication with no adverse effect. On an unspecified date, the patient reported she used the thermacare belt and the heat development lasted only a few minutes and it became unbearably hot. She immediately removed the product, but it was too late. She could not react as fast as the burn blisters rose. In the pharmacy, she had to be treated with an unspecified burn ointment and an adhesive plaster. Further medical treatment was necessary but not provided. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the reported events burn second degree, heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported events burn second degree, heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burn blisters [burns second degree] , heat development became unbearably hot [device issue] , heat development lasted only a few minutes [product quality issue] , . Case narrative:this is a spontaneous report from a contactable consumer via pfizer consumer healthcare. A female patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot # j34848, expiration date: sep2017) on an unspecified date for back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for years for an unspecified indication with no adverse effect. On an unspecified date, the patient reported she used the thermacare belt and the heat development lasted only a few minutes and it became unbearably hot. She immediately removed the product, but it was too late. She could not react as fast as the burn blisters rose. In the pharmacy, she had to be treated with an unspecified burn ointment and an adhesive plaster. Further medical treatment was necessary but not provided. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the events was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the reported events burn second degree, heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the reported events burn second degree, heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blisters [burns second degree] , heat development became unbearably hot [device issue] , heat development lasted only a few minutes [product quality issue] , crust formation [scab] , pressure sensitivity [skin sensitisation] , skin changes [skin disorder] , crust formation, pressure sensitivity, skin changes, scarring [scar] , . Case narrative:this is a spontaneous report from a contactable consumer via pfizer consumer healthcare. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot # j34848, expiration date: sep2017) on from (B)(6) 2016 for back pain. The patient's medical history and concomitant medications were not reported. The patient was not pregnant or menopausal. Past product history included thermacare heatwraps (thermacare heatwraps) for an unspecified indication with no adverse effect. She had also used other heating product for pain in the past, without experiencing any adverse events. On (B)(6) 2016, the patient reported she used the thermacare belt and the heat development lasted only a few minutes and it became unbearably hot. She immediately removed the product, but it was too late. She could not react as fast as the burn blisters rose. The burn occurred within 15 minutes of application of thermacare on (B)(6) 2016. The heat wrap was removed after 15 minutes. In the pharmacy, she had to be treated with an unspecified burn ointment and an adhesive plaster. She was not hospitalized due to the event. Further medical treatment was necessary but not provided. The burn led to crust formation, pressure sensitivity, skin changes and potential scarring on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. Clinical outcome of the event burn was not resolved and the outcome of the remaining events was unknown. She did not have sensitive skin, nor skin disorders. Thermacare was applied directly to the patient's skin and the burn occurred after 15 minutes. The patient had not been practicing sports while using thermacare and she had read the package leaflet beforehand. She had not used any drugs or dermal preparation at the time of event onset. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (10nov2016): new information received from the contactable consumer included patient data (age), past product use, product data (start date, action taken), and reaction data (additional events of crust formation, pressure sensitivity, skin changes and potential scarring, outcome for the event burn). Company clinical evaluation comment: based on the information provided, the reported events burn second degree that led to crust formation, pressure sensitivity, skin changes and potential scarring; and heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the reported events burn second degree that led to crust formation, pressure sensitivity, skin changes and potential scarring; and heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blisters/2 burn blisters/ blister still closed (diameter: 1.5 cm), opened [burns second degree] , heat development became unbearably hot [device issue] , heat development lasted only a few minutes [product quality issue] , crust formation [scab] , pressure sensitivity [skin sensitisation] , skin changes [skin disorder] , crust formation, pressure sensitivity, skin changes, scarring [scar] , local inflammation reaction (diameter: 2 cm) with local pain sensitivity [inflammation] , . Case narrative:this is a spontaneous report from a contactable consumer via pfizer consumer healthcare. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot # j34848, expiration date: sep2017) from (B)(6) 2016 for back pain. The patient's medical history and concomitant medications were not reported. The patient was not pregnant or menopausal. Past product history included thermacare heatwraps (thermacare heatwraps) for an unspecified indication with no adverse effect. She had also used other heating product for pain in the past, without experiencing any adverse events. On (B)(6) 2016, the patient reported she used the thermacare belt and the heat development lasted only a few minutes and it became unbearably hot. She immediately removed the product, but it was too late. She could not react as fast as the burn blisters rose. The burn occurred within 15 minutes of application of thermacare on (B)(6) 2016. The heat wrap was removed after 15 minutes. After local application of thermacare heatwrap patient developed 2 burn blisters left lumbar. In the pharmacy, she had to be treated with an unspecified burn ointment and an adhesive plaster. She was not hospitalized due to the event. The burn led to crust formation, pressure sensitivity, skin changes and potential scarring in (B)(6) 2016. On (B)(6) 2016 she presented to physician. Blister still closed (diameter: 1.5 cm), opened, local inflammation reaction (diameter: 2 cm) with local pain sensitivity. Treatment with flamazine bandage. There was no surgical procedure. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2016. Clinical outcome of the event burn blister and local inflammation reaction was not resolved, and the outcome of the other events was unknown. Causal relationship between the adverse events and the use of thermacare lower back & hip was assessed as related by the physician. She did not t have sensitive skin, nor skin disorders. Thermacare was applied directly to the patient's skin and the burn occurred after 15 minutes. The patient had not been practicing sports while using thermacare and she had read the package leaftlet beforehand. She had not used any drugs or dermal preparation at the time of event onset. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (10nov2016): new information received from the contactable consumer included patient data (age), past product use, product data (start date, action taken), and reaction data (additional events of crust formation, pressure sensitivity, skin changes and potential scarring, outcome for the event burn). Follow-up (21dec2016): new information received from the contactable physician includes: added more details for burn blister, added new event local inflammation reaction, treatment information, action taken. Causal relationship between the adverse events and the use of thermacare lower back & hip was assessed as related by the physician. Company clinical evaluation comment based on the information provided, the reported events burn second degree that led to crust formation, pressure sensitivity, skin changes and potential scarring; local inflammation reaction, and heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified., comment: based on the information provided, the reported events burn second degree that led to crust formation, pressure sensitivity, skin changes and potential scarring; local inflammation reaction, and heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burn blisters/2 burn blisters/ blister still closed (diameter: 1.5 cm), opened [burns second degree] , heat development became unbearably hot [device issue] , heat development lasted only a few minutes [product quality issue] , crust formation [scab] , pressure sensitivity [skin sensitisation] , skin changes [skin disorder] , crust formation, pressure sensitivity, skin changes, scarring [scar] , local inflammation reaction (diameter: 2 cm) with local pain sensitivity [inflammation] , . Case narrative:this is a spontaneous report from a contactable consumer via pfizer consumer healthcare. A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot # j34848, expiration date: sep2017) from (B)(6) 2016 for back pain. The patient's medical history and concomitant medications were not reported. The patient was not pregnant or menopausal. Past product history included thermacare heatwraps (thermacare heatwraps) for an unspecified indication with no adverse effect. She had also used other heating product for pain in the past, without experiencing any adverse events. On (B)(6) 2016, the patient reported she used the thermacare belt and the heat development lasted only a few minutes and it became unbearably hot. She immediately removed the product, but it was too late. She could not react as fast as the burn blisters rose. The burn occurred within 15 minutes of application of thermacare on (B)(6) 2016. The heat wrap was removed after 15 minutes. After local application of thermacare heatwrap patient developed 2 burn blisters left lumbar. In the pharmacy, she had to be treated with an unspecified burn ointment and an adhesive plaster. She was not hospitalized due to the event. The burn led to crust formation, pressure sensitivity, skin changes and potential scarring in (B)(6) 2016. On (B)(6) 2016 she presented to physician. Blister still closed (diameter: 1.5 cm), opened, local inflammation reaction (diameter: 2 cm) with local pain sensitivity. Treatment with flammazine bandage. There was no surgical procedure. It was reported that complete healing, no encrustation anymore, scar. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in 2016. The outcome of burn blister was resolved on (B)(6) 2016. The outcome of crust formation was resolved on an unspecified date. The outcome of the event local inflammation reaction was not resolved. The outcome of the other events was unknown. Causal relationship between the adverse events and the use of thermacare lower back & hip was assessed as related by the physician. She did not t have sensitive skin, nor skin disorders. Thermacare was applied directly to the patient's skin and the burn occurred after 15 minutes. The patient had not been practicing sports while using thermacare and she had read the package leaflet beforehand. She had not used any drugs or dermal preparation at the time of event onset. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (01nov2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (10nov2016): new information received from the contactable consumer included patient data (age), past product use, product data (start date, action taken), and reaction data (additional events of crust formation, pressure sensitivity, skin changes and potential scarring, outcome for the event burn). Follow-up (21dec2016): new information received from the contactable physician includes: added more details for burn blister, added new event local inflammation reaction, treatment information, action taken. Causal relationship between the adverse events and the use of thermacare lower back & hip was assessed as related by the physician. Follow-up (12jan2017): new information includes: updated events outcome for burn blister and crust formation. Company clinical evaluation comment: based on the information provided, the reported events burn second degree that led to crust formation, pressure sensitivity, skin changes and potential scarring; local inflammation reaction, and heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified, comment: based on the information provided, the reported events burn second degree that led to crust formation, pressure sensitivity, skin changes and potential scarring; local inflammation reaction, and heat development became unbearably hot, and heat development lasted only a few minutes as described in this case are considered serious bodily injuries potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. No device malfunction has been identified.